Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that uka was performed and during removing femoral trial, spring of slap hammer was broken. The broken spring was found and removed prior to implantation. Therefore no broken part remains in the patient body.

Event description:
It was reported that uka was performed and during removing femoral trial, spring of slap hammer was broken. The broken spring was found and removed prior to implantation. Therefore no broken part remains in the patient body.

Manufacturer narrative:
(B)(4). Device history record (DHR) was reviewed and no discrepancies were found. The most likely cause for the reported event was the constant stress tension on the spring within the instrument and the repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.